Event description:
It was reported that the urine leaked from the side of foley catheter. Also stated that there was no problem while inserting the foley catheter. Per follow up via ibc on 16feb2021, it seemed that there was no obvious damage on foley catheter.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used dome bag with two-way silicone foley catheter. Visual inspection of the return sample noted the balloon was partially inflated upon return. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and allowed to rest for 30 minutes with no observed leaks. The catheter was passively deflated with no issues or cuffing noted. The balloon concentricity was observed to be 60:40. The drainage lumen was flushed with no leaks were noted. This meets specification per inspection procedure, which states, "shaft shall be free of kinks, cuts, tears and irregular surfaces." Active length of the catheter balloon was measured (0.7095") and found to be within specification (0.6" - 0.9") . No root cause could be found because the reported event was unconfirmed. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings]: 1. Method for use; (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urine leaked from the side of foley catheter. Also stated that there was no problem while inserting the foley catheter. Per follow up via ibc on 16feb2021, it seemed that there was no obvious damage on foley catheter.